Event description:
New information received notes that the loss of bluetooth telemetry by the patient's implantable cardiac defibrillator self-resolved. No further information was received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.